Event description:
It was reported that during a coronary artery bypass procedure the clip scissored. Another device is used to complete the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.